Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient called technical services to report that they had a endurant cuff implanted approximately 11.5 years post index procedure, due to migration of the previously implanted stent graft. The cause of the event is undetermined. No further information is available at this time.